Event description:
It was reported that a user experienced leakage from the bottom stopper area of an ilet cartridge despite confirming proper attachment of the cartridge and connector to the pump, with a reported blood glucose value of 384 mg/dl. Replacement supplies were arranged with education provided by customer care agent. Symptoms included high glucose. Outcomes included no hospitalization and continued device use with replacement supplies in transit. Investigation included user interview and troubleshooting. Investigation of this case revealed a leaking cartridge component consistent with a device leak at the stopper interface, with no additional pump malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was an inability to determine a definitive root cause.

Manufacturer narrative:
Initial.